Event description:
Reportedly, this device was explanted after approx a 3 yr, 11 month implant duration due to septic endocarditis, vegetation and cystic abcess.

Manufacturer narrative:
Device not returned.